Manufacturer narrative:
A recall was performed in 2004 concerning corail amt stems. The references concerned by this recall were the following: (B)(4). The batches concerned by this recall were: all batches less than (B)(4). This recall was performed because the concerning parts were laser etched on the neck and subsequently there were a risk of fracture of the stem (see document "rappel corail" attached). The reference / batch involved in the current complaint ((B)(4)) is part of the batches concerned by the recall. As a consequence, the root cause of the neck fracture is the etching located on the neck. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Corail neck fracture (etched on the neck) reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.